Event description:
Ous MDR - after an implantation period of approx. 90 months, a decreasing pacing impedance was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided pacing impedance trend curve showed a decrease of the values from around 400 ohms in (B)(6) 2018 to around 250 ohms in (B)(6) 2019. The available x-ray images confirmed the reported separation of the ring electrode from the lead tip with elongation of the inner conductor coil. Based on the available information, it is reasonable to assume that the lead was subject to tensile stress. The origin of the stress cannot be determined without an analysis of the lead itself. Should additional information or the device itself become available for analysis, the investigation will be updated.